Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that the heater line was leaking and a leak from the tubing is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during dwell 1 of 4 of peritoneal dialysis therapy. The hp stated that the heater line was leaking a small amount of solution, but they did not know where the leak was coming from. The technical service representative assisted the hp in clearing the alarm and advised the hp to start therapy over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.